Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer blood glucose reading was 6.2 mmol/l. Troubleshoot was not performed for blank display issue. Customer also reported alarmed failed self-test. Troubleshoot was performed for failed self-test. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Pump error alarm (variableinfo=3) during self-test and confirmed in the insulin pump history due to broken trace on keypad assembly. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case and corroded battery tube.